Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2009 and mesh and (bs) obtryx were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported the patient underwent cystourethroscopy with instillation of dmso on (B)(6) 2013 due to hematuria and cystitis.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that post insertion patient experienced pain, bleeding and urinary problems. (B)(4) -urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.